Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reportedly due to bowel obstruction. The cause of the bowel obstruction was not reported. The patient was hospitalized eleven days later for the event and was treated with vancomycin, intraperitoneally (2 gm, daily). After being hospitalized for four days, the patient was discharged and was recovering. The cause of the peritonitis was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13b22021,h13d25038, and h13e17016 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).